Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxl 800 access instrument. The initial accu tni result was 1.00ng/ml. The result was not reported out of the lab. The original sample was re-tested for accu tni; the result was 0.01ng/ml. The customer then tested the original sample for accu tni on a different instrument in the customer's lab and obtained result of 0.01ng/ml. The customer re-tested the original sample for accu tni on a different instrument in the customer's lab and obtained result of 0.01ng/ml. The customer re-tested the original sample once more on the unicel dxl 800 access instrument and obtained no result, but an "ind" flag. The customer performed daily maintenance, re-calibrated and repeated qc; the results were within specifications. The customer then re-tested the original sample for accu tni; the result was 0.03ng/ml. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary: qc was within customer's specifications prior to the event. Following the erroneous accu tni result, the customer repeated qc. Level 1 recovered out low and level 2 and 3 were within specifications. A field service engineer (fse) was dispatched to the customer lab on 07/20/06. The fse replaced sample probe and performed sample and reagent probe alignments. The fse conducted diagnostic and accu tni precision testing; the results were within specifications. The fse verified that instrument was operating per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.